Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission alert was received for lead noise. Episodes of non-sustained vt episodes showing non-physiological signals on the egm and short v-v intervals were observed. The lead was later capped and replaced on (B)(6) 2016 with no procedure complications. Patient is well.